Manufacturer narrative:
(B)(4). The third party service agent confirmed that the customer has decided not to have this device repaired and they have removed the device from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third party service agent contacted physio-control to report that their customer's device would not advance past the start up screen when it was powered on. As a result, defibrillation therapy would not be available if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failure of the single board computer (sbc) on the system pcb assembly.

Event description:
A third party service agent contacted physio-control to report that their customer's device would not advance past the start up screen when it was powered on. As a result, defibrillation therapy would not be available if it were needed. There was no patient use associated with the reported event.